Event description:
It was reported that a patient has not been able to feel stimulation for about 5-6 months. The patient reported that the patient programmer came on, green lights were on, and he was able to adjust stimulation. It was initially stated by the manufacturer¿s representative that the patient fell and since then it hadn¿t been working, but it was later stated by the patient that the patient fell 2-3 months ago. It was reported that the patient could get a replacement transmitter. The patient stated that the programmer worked but that something was wrong with the implant. It was stated that x-ray was done and the manufacturer¿s representative stated that she believed they did not indicate a problem with the device. It was reported that the patient was in pain due to not getting stimulation. It was reported that the patient saw the healthcare professional (hcp) last tuesday and had an x-ray done and the hcp told the patient they would replace the implantable neurostimulator (ins) with a newer model. It was noted that the manufacturer¿s representative was supposed to call the patient today. It was noted that all parts on the patient programmer seemed to be working, the battery was replaced and the programmer was not dropped or wet. It was noted that an antenna (model 3440) was requested. It was noted that replacement was not planned at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0005668v, implanted: (B)(6) 2000, product type: lead; product ID 3487a, lot# j0005660v, implanted: (B)(6) 2000, product type: lead; product ID 3272-25, serial# (B)(4), implanted: (B)(6) 2000, product type: receiver; product ID 3440, serial# unknown, product type: accessory; product ID 3272-25, serial# (B)(4), implanted: (B)(6) 2000, product type: receiver. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0005668v, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. Product ID 3487a, lot# j0005660v, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. Product ID 3272-25, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: receiver. Date of complete system explant on (B)(6) 2014.